Manufacturer narrative:
Please refer to the attached report. (B)(4).

Event description:
Reportedly, during implantation on (B)(6) 2015, the subject device was not pacing nor sensing. It did not switch to magnet mode while applying a magnet. Lead impedance measurements were reported normal. The subject device was finally replaced and will be returned for analysis.

Event description:
Reportedly, during implantation on (B)(6) 2015, the subject device was not pacing nor sensing. It did not switch to magnet mode while applying a magnet. Lead impedance measurements were reported normal. The subject device was finally replaced and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during implantation on (B)(6) 2015, the subject device was not pacing nor sensing. It did not switch to magnet mode while applying a magnet. Lead impedance measurements were reported normal. The subject device was finally replaced and will be returned for analysis.